Event description:
It was reported that two minutes after the use of bone cement, the patient developed arrhythmias, frequent ventricular diurnal, and diurnal rhythm.

Manufacturer narrative:
It was reported that two minutes after the use of bone cement, the patient developed arrhythmias, frequent ventricular diurnal, and diurnal rhythm. The affected versabond cement, used in treatment, was not returned for evaluation as it was used in the patient. A review of the manufacturing records by the manufacturer for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A relationship, if any, between the device and the adverse event could not be corroborated. A clinical analysis noted that per the operative report, the femoral cavity was cleaned by irrigation. However, the instructions for use recommends the site should be cleansed and aspirated prior to use of the bone cement. It is unknown if the IFU for mixing, pressurizing and careful monitoring of the patient¿s blood pressure during the application was followed as it further warns that cardiac arrhythmia can occur between 10 and 165 seconds after its application. Additionally, it was not specified if this patient was transfused simultaneously during the application of the versabond and/or whether patient¿s cormobidities cannot be ruled out as a contributing factor (possible cause) to this reported event. The surgeon stated: ¿after the emergency decompression of bone marrow cavity, the cardiac rhythm changed to sinus rhythm after 5 minutes and no adverse prognosis was found.¿ review of the risk management files identified the reported failure as potential adverse events. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.